Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she felt an itchy feeling, and when the sensor was removed, there was a bright red rash under and on the outside of the adhesive area on the abdomen. On (B)(6) 2018, the patient went to the doctor due to the skin reaction and was prescribed bactrim. At the time of contact, it was indicated that the patient was in okay condition. No additional event or patient information is available.